Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for rising lactate dehydrogenase (ldh) trend with baseline around 300 u/l rising to high 400's u/l. There were no alarms or issues noted with the pump and wanted to rule out thrombus. The patient was asymptomatic and placed on heparin drip. Plasma free hemoglobin was checked, liver function tests were run, and an echocardiogram was performed. All labs were at baseline except for the increase in ldh. Hemolysis and thrombus were not diagnosed and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The controller event log file contained data from 15:37:59 on (B)(6) 2022 through 10:53:28 on (B)(6) 2022, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.